Event description:
A pt whose anatomical form was suitable for endovascular therapy underwent aaa repair in 2008. The suprarenal stent was deployed first and then cannulation of the contralateral limb was performed. After the ipsilateral limb was deployed, the top cap was docked with the grey positioner. Then the sheath was removed together with the grey positioner. The physician reinserted the sheath with the grey positioner and they were advanced above the top stent. When the grey positioner was withdrawn, the top cap was caught on the suprarenal stent. Then the suprarenal stent was collapsed into the main body and the mian body migrated for the stent downwards. The body extension was inserted from the contralateral side and deployed. The confirmatory angiography revealed a type I endoleak (1820334-2008-00536) and another manufacturer's extra large stent was placed. Final angio showed no signs of an endoleak. CT scan will be performed at a later date. Pt outcome is unknown at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically advises to advance the grey positioner over the inner cannula unit, it docks with the top cap. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicted the event was due to user error.